Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was turning off by itself for 3 months everyday intermittently. Current impedance measurements were normal. It was reported that the patient's battery voltage was currently 2.56 v. Patient pain coverage and therapy was effective outside of the stimulation turning off intermittently at times. It was reported the patient was scheduled to see her hcp for a replacement.